Event description:
The customer reported that the flatpanel display would not power up. After they replaced the flatpanel with a spare one, they called back and said that the acuity central station was rebooting itself over and over for unknown reason. This resulted in a temporary inability to centrally monitor patients. There was not report of any patient harm as a result of the reported events.

Manufacturer narrative:
The device will not be returned for evaluation. However, the device was available via telephone communication. We have not yet completed the investigation.